Event description:
The contact had noticed the cusomer's meter was set in mmo1/l. She did not allege the customer experienced any adverse events due to the mmo1/l readings. She was able to reset the meter to mg/dl, and no product will be returned.